Event description:
It was reported that the device reached elective replacement indicator early and triggered a patient alert. The left ventricular lead had high threshold. The device was explanted and replaced and the lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.